Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint (B)(4).

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the console generated a catheter restriction alarm that had been going off for several minutes. He was not able to resume therapy. As the call began, the getinge representative could hear a lot of activity in the room and the customer seemed very distracted. The customer stated the iab had been in for about a week. The insertion was reported to be axillary, which is not the method described in the device instructions for use. The customer was then instructed to assess the insertion site and reposition the patient¿s arm/shoulder. They stated they¿ve done that and promptly said they were just going to replace the iab since they could not get pumping to resume. There was no patient harm or adverse event reported.